Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, at approximately 8:00 am, the patient experienced a loss of consciousness and fell to the floor. No injuries were reported in connection with the fall. Prior to the event, the patient indicated he was unable to recall his cgm value and was not experiencing any symptoms. The patient did not have access to a glucometer; therefore, no blood glucose measurements were obtained at the time of the event. The patient¿s wife and brother-in-law assisted him after the fall and provided treatment with orange juice. The duration of unconsciousness is unknown. Upon regaining consciousness, the patient noted that the sensor was no longer attached to his body. Following treatment, the patient reported improvement in his condition. The patient did not seek medical evaluation or assistance from a higher level of care. At the time of reporting, the patient indicated he was feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.